Event description:
As reported by the edwards field clinical specialist, following the successful transfemoral deployment of a 26mm sapien valve, mild to moderate paravalvular leak (pvl) was noted on tee. The physician decided to perform a post dilation. However, during the placement of the balloon within the sapien valve, the patient went into intermittent atrial fibrillation, which moved the nose cone of the delivery system back-and-forth within the left ventricle and the guidewire migrated slightly out of the ventricle. Following post dilation, a pericardial effusion was noted on tee. Protamine was given, and a pericardial tap was attempted but was not successful. The pericardial effusion was watched under tee and showed no signs of increasing. The patient was stable and transferred to the intensive care unit. Per the implanting physician the perceived cause of the pericardial effusion was the perforation of the right atrium done during the manipulation of the non-edwards sheath to place the temporary pacemaker in the correct position, as well as the perforation of the lv apex by the guidewire or nosecone of the retroflex3 delivery system during post dilation. The patient's lv was described as cone-shaped with a thick apex wall.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In addition, per the IFU arrhythmias are a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but to the procedure or underlying heart disease (e.g. Htn, mi, cad, abnormal heart valves, metabolic imbalance, previous heart surgery, lung diseases, surgery or other illnesses). In this case, it appears that the lv perforation occurred when the patient developed atrial fibrillation during post dilation, which caused the guidewire and delivery system to move back-and-forth in the setting of a cone-shaped lv with a thick apical wall. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.